Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported filters are leaking. There were two devices affected. There was unknown patient involvement and no patient harm. This captures two of two occurrences.